Event description:
A large sling (blue code) was being used to lift a pt when the black plastic clip sheared from the sling fabric. The pt fell to the floor but has not suffered serious injury as the fall was cushioned by the bed. The sling and broken clip is now held at hosp.